Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and cracks on the reservoir compartment. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient is unknown. Reservoir was not able to stay in place. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement due to complete broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.